Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacture can not be determined. If the sample is returned, a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that after four days of use, the tube was ripped at the beginning of the cannula and there was a defect at the cuff; air leaked from the inflated cuff. The patient required a non-routine recannulation of the tracheostomy tube.